Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head on the perforator driver device was completely detached. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hudson shaft thinned out over time. It was further observed that there was some corrosion in the snap ring groove, causing the snap ring to no longer hold hudson assembly in place. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing .if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate